Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, he replaced the batteries and when the unit was powered on, the central control monitor (ccm) kept rebooting. The ccm was connected to the other nic board with the same results. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The reported complaint was confirmed by the field service rep (fsr). The fsr removed defective ccm and installed a service loaner ccm. The fsr configured the perfusion screens on the loaner ccm and verified functionality.